Manufacturer narrative:
Without a lot number, the device history record could not be reviewed. To date, sample has not been received for evaluation. Investigation in process. A follow-up report will be provided when additional info has been received. Info from this incident will be included within the kimberly-clark product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.

Event description:
Kimberly clark received a complaint indicating that "a hair was found on the side of one the syringes in the tray". There have been no injuries reported by the physician. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B) (4).